Event description:
Reporter indicated that patient underwent generator replacement surgery. Subsequent follow-up with physician revealed patient's generator was replaced due to generator end of service. Generator was returned to manufacturer for product analysis, where it was determined that the generator still had approximately 12 years of life remaining. Good faith attempts have been made to obtain further details.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.